Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right-side "original implants I had put in in (B)(6) 2016 were recalled due to them causing breast cancer in patients and I had them replaced in (B)(6) 2021". Healthcare professional later reported right-side "ruptured". Device was explanted.